Event description:
On (B)(6) 2014, the pt had outpatient surgery at (B)(6) for insertion of a intrathecal catheter and subcutaneous reservoir placement and connected to a medtronic pump. On (B)(6) 2014, the pt returned to (B)(6). The medical center for a surgery to due to a complication related to no pain relief and the pocket had become larger and bulbous. The intrathecal catheter was not removed at this time. On (B)(6) 2014 the pt had outpatient surgery at memorial hermann northeast for an increased csf flowing into her pocket as well as to the dorsal incision. After blunt dissection, the physician documented that it was clearly a break in the catheter after it exited the spine. The physician reports that this was the cause of the egress of csf.